Event description:
The customer called and reported the insulin pump alarmed with a button error. Customer had not pressed any button for three minutes or longer. The customer was following a back-up plan until a replacement device would arrive. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.